Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the left and right plunger cases were damaged. Bottom case is cracked by front right corner. Customer?s reported issue was duplicated during start-up. The root cause of the reported issue was determined to have been caused by the customer's physical damage to the device. The left plunger case was broken, and the plunger printed circuit board was damaged. Actions taken to mitigate the reported issue: replaced left plunger case and plunger printed circuit board.

Event description:
It was reported that device does not recognize syringe . No patient injury reported.